Event description:
It was reported by the physician that he "had been using the xxl balloon to dilate a conduit containing a couple of stents. The balloon was well inside the stents, so there were no sharp edges in contact with the balloon the balloon ruptured circumferentially and became stufck on the tricuspid valve. He was able to free the wire from the catheter, but when the balloon catheter was removed from the body, 2/3 of the balloon remained inside the pt's body. Both markerbands remained on the catheter shaft, so he was unable to radiogrpahically visualize the retained balloon portion. The pt remained stable. Three or four days later, the pt underwent open heart surgery for this and other reasons. The detached portion of balloon was found in the opening of the pulmonary artery and was successfully removed." Current pt status is reported to be "stable." No additional info has been supplied by the physician regarding this event.

Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report.